Manufacturer narrative:
An event regarding loosening and osteolysis involving a simplex cement mix was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment:   undated, unlabeled x-ray: ap pelvis right hybrid tha, reduced, radiolucencies at cement / bone interface in all femoral zones.  No clinical or pmh, no operative reports, no examination of explanted components, no laboratory or surgical pathology reports.  Based upon the single x-ray provided, neither confirmation of the event description nor preparation of a medical report is possible for this case. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
He had a cement mantle fracture proximal right hip. Had a traumatic fall (B)(6) 2019 loose, other hip required dhs (non-stryker products involved on opposite hip). Proximal femoral osteolysis. Noticed on x-ray upon noticing pain and after their trauma. Update: on (B)(6) 2019: surgeon was revising due to signs of osteolysis. Noticed cement mantle fracture during procedure.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
He had a cement mantle fracture proximal right hip. Had a traumatic fall (B)(6) 2019 - loose, other hip required dhs (non-stryker products involved on opposite hip). Proximal femoral osteolysis. Noticed on x-ray upon noticing pain and after their trauma. Update: 27 july 2019: surgeon was revising due to signs of osteolysis. Noticed cement mantle fracture during procedure.